Event description:
As reported, after deployment of a 6/7f mynxgrip vascular closure device (vcd) was completed, the device was removed after sufficient time, but hemostasis was not achieved. Additional manual compression was performed for 20 minutes and the procedure was completed. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and moderate presence of pvd or calcium in the vicinity of the puncture site. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after deployment of a 6f/7f mynxgrip vascular closure device (vcd) was completed, the device was removed after sufficient time, but hemostasis was not achieved. Additional manual compression was performed for 20 minutes, and the procedure was completed. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel type was arterial, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was disengaged from the black handle, and the stopcock was in the open position. A cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. Neither the sealant nor the advancer tube was returned with the unit. No additional anomalies were observed during the visual inspection. Per functional analysis, an inflation/deflation test was performed after manually retracting the shuttle back to the black handle. The balloon inflated and deflated as expected, with no issues related to the reported event. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no damages noted to the fully deployed device. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages noted that could attribute to the reported failure. However, access site factors (site had moderate tortuosity and moderate pvd/calcium within the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.